Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the clock had to be reprogrammed to current time. The customer also reported that the insulin pump received unexplained no delivery alarms, weird noise when rewinding. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. No drive and motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. The test battery was removed and reinserted with no unexpected pump reset or time reset noted. Device was programmed with the correct time and date. Device was monitored for 2 days. No time loss or time gain noted. No anomaly noted when installing or removing the test p-cap/reservoir. No anomaly noted when installing or removing the battery cap. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).